Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of over 408 mg/dl. Symptoms that were reported at the time of the incident included none. The customer did not treated for high blood glucose. The customer stated that they were off the insulin pump during the high blood glucose due to the insulin pump squirting out insulin when priming, making the insulin pump unusable. Troubleshooting was performed. The insulin pump will not return for analysis.